Event description:
The subject pacemaker was implanted on (B)(6) 2016 in a pacing-dependent patient. Reportedly, in the last follow-up, noise oversensing was observed on the atrial and ventricular channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data. Strong electromagnetic interference (emi) from unknown origin cannot be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2016 in a pacing-dependent patient. Reportedly, in the last follow-up, noise oversensing was observed on the atrial and ventricular channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data. Strong electromagnetic interference (emi) from unknown origin cannot be excluded.